Manufacturer narrative:
This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that clinician and/or any patients have encountered complications stemming from insertion or maintenance/care indicated previously. Clinician experienced: patient complications; catheter-related sepsis related to device; exit site (local) infection.